Event description:
During prepping, the physician took out an angioguard rx out of package and he saw an extra clear plastic piece by the device. There did not seem to be anything missing from the device, but the physician wanted to be cautious and opened a second device. The first device was never used in the pt.

Manufacturer narrative:
During prep of the angioguard, the physician took the device out of the package and saw an extra clear plastic piece by the device. There did not seem to be anything missing from the device, but the physician wanted to be cautious and opened a second device. The first device was never used in the pt. Without the return of the actual device in question for eval, lake region medical is unable to determine the exact cause for this incident. Lake region medical did review the device history records relative to mfg, inspecting and packaging. This packaging lot contained units, which were shipped from lake region medical on nov 22, 2006. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With the limited amount of info available, and without the return of the product for analysis, it is not possible to draw a clinical conclusion between the device and the event.